Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during an hip arthroplasty the device broke. There was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the part number ar-600. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Additional information: g3, h3, h6. Since the device was not received, an evaluation on the product could not be performed and the reported event cannot be verified. A most likely cause might be attributed to damages resulting from repeated use.